Event description:
A patient underwent revision surgery to remove a set screw that had backed out.

Manufacturer narrative:
The explanted implant did not return for evaluation. The identifying lot number was not provided; therefore, a review of the device history records could not be performed. The root cause could not be determined at this time. If additional information is received, a supplemental report will be submitted.